Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a trial patient. It was reported that when the patient tried to connect with his trial device he saw "a wire is disconnected." The patient reported that he cannot see where the leads connect in the external neurostimulator (ens) to verify if it was disconnected. The patient reported not having anyone home to help him. Additional information was received from a manufacturer's representative (rep) and it was reported that it was unknown what caused the wire to become disconnected. The rep had the patient remove and reposition the batteries in the controller to see if it would help locate the ens and it did not resolve the issue. It was reported that the patient had scheduled an appointment with the physician on (B)(6) 2016 to resolve this issue. No outcomes were reported at the time of this report. No patient symptoms reported.